Manufacturer narrative:
We were unable to review the device history record as there was no lot number provided. We were not able to evaluate the device as it was not returned to kimberly-clark. The directions for use caution: "caution: the peg tube should be removed by either gently pulling it through the stoma or through endoscopic retrieval." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark for evaluation.

Event description:
Kimberly-clark received a report stating, "product 0160-14 peg's are very hard to remove. Bolsters are tearing skin upon removal requiring endoscopic removal in the or." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).